Event description:
Questionnaire received from the provider (B)(6) 2023. The device was delivered (B)(6) 2022 and used the same day. The reaction was observed 1-2 weeks after its use. The reaction was localized to the lip area. The patient was advised to use a "lubricant" on the area. It helped for about a week. The patient also tried "wax" to the area. The device was discontinued when the reaction persisted (early march). The reaction cleared up within a week after discontinuing the use of the device. There was no medical or dental history. The patient was just delivered the ema device (B)(6) 2022. With regards to the device: the device was rinsed off prior to delivery (exact solution unknown) the patient used toothbrush and water only. The device has been returned. It was reported that the patient had a reaction to the comfort hard soft splint.

Manufacturer narrative:
Additional information provided by the provider: updated to reflect the new information provided.

Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. The patients date of birth was not provided when asked. The patients weight is not provided when asked. The patients ethnicity and race not provided when asked. Date of event was not provided when asked. Relevant tests/laboratory data and other relevant history was not provided when asked. Serial number : manufactured by prescription. Implant/ explant date is not applicable as the device is manufactured by prescription and not implantable.

Event description:
It was reported that the patient had a reaction to the tap d splint that was issued. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred. However, it is noted that the patient experienced irritation possibly from the connector. There was dry, inflammation and itching (specific site unknown). The device was worn for several months until april. The device was discontinued, (specific date unknown) and the symptoms had not gone away. The patient is noted to have an allergy to nickel.

Manufacturer narrative:
CAPA 23-006, manufacturer reference: (B)(4).

Manufacturer narrative:
The device was not returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) the retained sample from 11763 was reviewed. No manufacturing deviations or abnormalities are known. We have no further complaints except the known ones from gl. Erkodent review: lot# erkodur e2kf15655 (erkodent) was unable to be reviewed. Lot# e-pro ep2mm11763 (erkodent-pro) was manufactured from november 4, 2021 and was assigned an expiration of november 2024. Supplier (airway management) no deviation. C of c analysis shows material compositions are within specification. Airway management review: part #: 12k-osgv-22 was manufactured on november 11, 2021 and no expiration date was noted. Kit #: pkt75k-ornt-21 was manufactured on november 08, 2021 and no expiration date was noted. Garreco acrylic review: supplier reviewed c of a (certificate of analysis), a chemical analysis report, and confirmed material compositions are within specification. Sandvik osprey monomer review: supplier reviewed c of a (certificate of analysis), a chemical analysis report, and confirmed material compositions are within specification. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: complaint investigator visually inspected the returned device. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself.the returned parts included both upper and lower with case. The results were summarized: roughness - the flange was smooth; internal/external surfaces were smooth. Delamination - layers were intact and did not separate. Discoloration - the device appeared clear hint of yellow and transparent. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. Root cause: a root cause for this complaint cannot be explicitly determined. Per the reported complaint, "the patient is noted to have an allergy to nickel." It is possible that reactions could be caused by the material. Per tap3 patient instruction_prtd17 rev. I, the "home care instructions" section states the following: rinse with water before use. Always brush your teeth and floss well before inserting the tap¿ 3 in your mouth. Each morning after use, thoroughly clean your tap¿ 3 appliance using a regular soft toothbrush, cool water and toothpaste. Hot water should not be used. Rinse thoroughly after cleaning and dry the appliance completely before storing in the container. It may help to leave the container open to ensure that the tap¿ 3 dries thoroughly. Per tap3 patient instruction_prtd17 rev. I, warning: the tap¿ 3 should be stored in a cool dry place. The appliance is made from sensitive materials and should not be stored where temperatures exceed 120of, such as in the glove compartment of a car or the cargo hold of an airplane. Do not clean the appliance in hot or boiling water, nor to soak it in bleach or hydrogen peroxide which will cause the trays to distort or the lining to become brittle and delaminate. Per tap3 patient instruction_prtd17 rev. I, warning: do not dissemble any of the tap¿ 3 hardware. The tap¿ 3 is a medical device and the patient must not tamper with it other than following specific instructions in the patient instruction booklet. This complaint will be kept on record for tracking and trending purposes.